Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant's investigation

Event description:
A peritoneal dialysis registered nurse (pdrn) reported, a (B)(6) male patient with end stage renal disease (esrd) on peritoneal dialysis therapy was admitted to the hospital on (B)(6) 2016 for pneumonia and peritonitis. The patient was treated with vancomycin for the peritonitis. The patient was discharge on (B)(6) 2016. During further follow-up, the nurse reported the patient had relapsing peritonitis. The nurse and the patient¿s doctor reviewed the patient peritonitis records and assessed this second staphylococcus aereus to be relapsing from the peritonitis two month prior. The nurse stated the patient was treated with vancomycin and rifampin. The fist culture of staph a was on (B)(6) 2016, and the repeated culture was on (B)(6) 2016 which was negative. The second staph a peritonitis was within 30 days of the patient completing antibiotic therapy. The patient admitted to the nurse the peritonitis was due to technique failure.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. The exterior of the cycler shows no physical damage. During the simulated treatment of the device the machine passed all test performed without any failures or problems. The testing of components had no failures. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the DHR review confirmed the labeling, material, and process controls were within specification. There was no documentation in the medical record that indicates there was a causal relationship between peritoneal dialysis and use of fresenius products and the patient's peritonitis. The most frequent cause of peritonitis is breach in aseptic technique during connection and disconnection steps and the second episode was a relapsing peritonitis.